Event description:
The iab was inserted without difficulty. A post-insertion x-ray showed that the iab was positioned too low in the aorta. The physician then advanced the catheter 5cm without any resistance. Ten minutes after pumping began, high pressure alarms were experienced and pumping stopped. When blood was noticed in the helium tubing, the iab was removed. There were no patient complications.